Event description:
It was reported that the patient was experiencing pain at the mid back and stimulation changes more prominent in the left lower extremity. It was also reported that patient had significant spasm. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.